Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the pyxis medstation es has blue carefusion screen. The customer reported stated this caused an issue as the users had to break the emergency glass holding the pyxis keys there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section h6 update: adverse event problem codes are updated based on the device evaluation. Section h11 update: upon investigation of the actual device used in this incident, it was determined that device had bad communication sled. A field service engineer, replaced the communication sled to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.